Event description:
It was reported that patient underwent hip procedure on (B)(6) 2010. Hospital reported that during the procedure, a straight reamer snapped while being used to ream the patient's femur. After various attempts to retrieve the broken piece, a decision was made to leave the piece in the patient. Further information received from (B)(6) healthcare indicated the broken instrument was an im rod, (B)(4). The rod is being retained by the hospital for investigation. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).